Event description:
It was reported that, the device was used during a laparoscopic cholecystectomy, the device misfired 4 or 5 times. It was scissoring clips and the clips were falling out of the device. They opened another device to completed the case. There were no patient consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.